Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was connected at the time of the alarm. This occurred during fill of peritoneal dialysis therapy. The patient was having alarms so they turned off the homechoice. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacture date - june 2014. The homechoice device received and an evaluation was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A device history record review revealed no issues that could have caused or contributed to this issue. A review of the devices logs verifies the reported difficulty of other alarm as a system error 2240. There was no device malfunction identified that could have caused or contributed to the reported problem. The direct cause of the problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.